Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed three years remaining and patient was in atrial fibrillation (af). Further, device reprogramming was done. In addition, the device has been active for three years since implant. The device remains in service. No adverse patient effects were reported.